Event description:
It was reported that a 3.5x15mm xience prime stent was implanted in the proximal left anterior descending (lad) moderately calcified, 80% stenosed lesion. While removing the device, without reported issue, a distal dissection was noted. A 2.5x8mm xience pro stent successfully treated the dissection with good results reported. There were no additional adverse patient effects. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: this is a duplicate report. This event was previously reported under MFR report# 2024168-2015-02909. The correct date of event was 04/23/2015. The dissection was treated using a 3.5x12mm xience v stent.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product remains in the patient. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). This event was previously reported under MFR report# 2024168-2015-02909.